Event description:
Overdelivery reported. The pump was set to infuse heparin (25,000u/500ml)at 24 ml/hr. A new container was started at approx 11 am, and at 1:30pm a nurse noted that 400 ml had delivered. The display screen indicated the delivery rate to be 200 ml/hr. The nurse states no one changed the infusion rate from 24 ml/hr to 200 ml/hr. The infusion was stopped until the pt's serum ptt was within therapeutic range. The incident did not cause any adverse effects to the pt.

Manufacturer narrative:
The reported problem could not be duplicated during testing. The frequency of occurrence of overdelivery for the plum device is approximately .28/million sets.